Event description:
The service repair technician reported that during routine testing of the device at the service center, the indicator dial silk screen markings are worn off. The markings are the arrows that show direction to turn the occlusion knob, the notches, and list the size of tubing allowed. There was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the service repair technician (srt). The indicator dial was replaced. After the completion of the preventative maintenance (pm), the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.